Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's power management board was replaced to address the issue. Conclusions: the device was repaired but not returned to the customer, pending customer approval of the estimate.

Event description:
The MFR received info from a third party service center alleging a "service required" alarm condition occurred. There was no harm or injury reported.